Event description:
It was reported that the coil was deployed in an unintended lesion, requiring snare for removal. The patient experienced gastrorrhagia and underwent transcatheter gastric artery embolization procedure. A 6mm x 20cm interlock coil was selected for use. The blood vessel was observed to be quite twisted. During deployment of the interlock coil, the coil released prematurely into an unintended location in the main trunk. The physician used a snare to retrieve the deformed coil, and the procedure was completed with 6mm and 5mm coils. The patient condition following procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil section. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
It was reported that the coil was deployed in an unintended lesion, requiring snare for removal. The patient experienced gastrorrhagia and underwent transcatheter gastric artery embolization procedure. A 6mm x 20cm interlock coil was selected for use. The blood vessel was observed to be quite twisted. During deployment of the interlock coil, the coil released prematurely into an unintended location in the main trunk. The physician used a snare to retrieve the deformed coil, and the procedure was completed with 6mm and 5mm coils. The patient condition following procedure was stable.